Event description:
The lawyer alleges that the customer failed to receive the correct amount of insulin to manage her diabetic condition. The customer began having dizziness, fainting, weakness, increased thirst, difficulty speaking, confusion, excessive sweating, and nausea. It was stated that the customer suffered injuries from all in (B)(6) 2008. It was stated that in (B)(6) 2008, the customer was involved in a car accident, which was caused due to improper amount of insulin delivered. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.